Event description:
Same case as 2134265-2013-01173 and 2134265-2013-01175. It was reported that during percutaneous coronary intervention, failure to pullback occured. During the ivus procedure, the motordrive unit of ilab imaging system was unable to pullback an atlantis sr pro imaging catheter. The procedure was completed with another mdu. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: no damage was observed on the returned catheter. The catheter was able to properly pull back manually and automatically using a test pullback sled assembly. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-01173 and 2134265-2013-01175. It was reported that during percutaneous coronary intervention, failure to pullback occured. During the ivus procedure, the motordrive unit of ilab imaging system was unable to pullback an atlantis sr pro imaging catheter. The procedure was completed with another mdu. No patient complications were reported.